Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, serial# (B)(4), implanted: (B)(6) 2008, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3587a, lot# l42251, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
It was reported the patient gets a shocking or jolting sensation. It was noted the stimulation was sputtering and would cut on and off. It was reported the patient stopped using stimulation and was off at the time of the call. It was noted the patient¿s symptoms were worse in the winter.